Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that her programmer would not turn on at all and she was experiencing symptoms due to patient programmer issues. She had turned the implant off for a surgery and due to a patient programmer issue she could not turn the implant back on and the patient was having extreme incontinence because they could not turn therapy back on. Onset of symptoms was reportedly sudden. The patient changed the batteries but this did not resolve the issue. The patient went to have the implant checked and they were able to use the physician programmer to communicate. The implantable neurostimulator was reportedly good but the doctor could not resolve the programmer issue. It was noted that the patient had a lot of surgeries in the past year but these surgeries were not device or therapy related. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.